Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4)

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
Retro: delaminating display- mfg defect. Othe - other- specify in comments (B)(4). Oob repair/ no charge. No patient involvement.